Event description:
It is reported that the device was implanted in 2005. Approx 24 hrs post-op, the pt dislocated while sitting on the edge of a bed. A post-op x-ray revealed that the constraining ring had dissociated from the liner. The device was revised two days later.

Manufacturer narrative:
This report will be amended when our investigation is complete.